Event description:
It was reported that right hip revision surgery was performed due to metallosis and elevated metal ion levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallosis and elevated metal ion levels. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Since no underlying medical documents were received for investigation, no thorough medical investigation and assessment of the reported complaint can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr head and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Per the surgical technique, the acetabular component is to be reamed to 2 mm less than the acetabular component however, the implantation operative report indicated the that the reaming process was 1 mm short of the final size and it is unknown if the reaming to 1 mm of the acetabular component size may lead to accelerated wear of the implant. The intraoperative findings of staining and micromotion or loosening of the femoral head may be consistent with findings associated with metallosis, as changes in position or loosening could also accelerate wear and lead to metal debris and result in metallosis. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis, and loosening cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.